Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided two photos for analysis. The complaint of the proximal lumen breaking was able to be confirmed by the photos, which show the white luer hub separated from its respective extension line. The separated extrusion does not look jagged indicating it completely separated from the extension line hub (rather than tore); however, the nature of the separation cannot be determined without the sample returned for evaluation. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, " do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of the proximal lumen luer hub separation was confirmed by visual inspection of the customer-supplied photos. The images show the proximal luer hub and extension line fully separated. The nature of the separation cannot be determined based on the photos alone, however, the appearance is consistent with a manufacturing defect. Based on the customer-provided images, manufacturing likely caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during patient transfer to CT scan, the proximal lumen of the PICC catheter inserted that morning breaks." Another device was used. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during patient transfer to CT scan, the proximal lumen of the PICC catheter inserted that morning breaks." Another device was used. There was no patient harm or injury. The patient's current condition is reported as "fine".